Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported during a surgical procedure to revise the patient¿s leads (reference MFR. Report: 3006705815-2017-00554 and 3006705815-2017-00555) the ipg became inoperable. The ipg was removed and replaced with a new one during the same procedure.